Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-15. H6: investigation summary: two open 31g x 5mm pen needle samples were returned from lot. No. 9288280, cat. No. 320632. A clog test as per tp700483 was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that an unspecified number of pen needle 31x5 english were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: I came across a blocked needle this evening.

Manufacturer narrative:
H6: investigation summary: two photos of an open 31g x 5mm pen needle sample and carton were returned from lot. No. 9288280, cat. No. 320632. Visual examination of the returned photos was carried out and no issues were observed. Based on the photos and the fact no sample was returned for investigation no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of pen needle 31x5 english were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: I came across a blocked needle this evening.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen needle 31x5 english were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: I came across a blocked needle this evening.